Manufacturer narrative:
The manufacturer received the device. Investigation is ongoing. Where lot numbers were received for the device, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is cpt(B)(4).

Event description:
It was reported that the surgeon decided to implant a fitmore hip stem c, size 1 on the left side on (B)(6) 2015. The fitmore c1 broach fit in the canal nicely. The surgeon then put in a fitmore c2 broach in the canal which also fit nicely. While driving the stem down into the canal, the medial calcar fractured before the stem could be fully seated.